Event description:
It was reported the device broke while in use during a procedure. The broken piece had to be extracted from the pt's bone. The removal became a complicated, complex intervention. This was reported as pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra completed its internal investigation 8/14/2015. The investigation included: method: -DHR. -review of complaint management database for similar complaints. -visual inspection. Results: a review of the device history record is done. The manufacturing lot is f0ga and it has been manufactured in may 2011. No anomaly was found regarding shaft diameter, outer diameter, raw material or heat treatment during the manufacturing period of the product. A review of the complaint system was performed. This is the (B)(4) complaint about a breakage of forefoot cannulated drills for the past two years. During the same time period, (B)(4) of forefoot ao cannulated drills diameter 3.0mm were sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. A visual inspection was performed, anomaly is confirmed. Drill broke at the level of the countersink cutting lips of the drill. A measurement inspection was performed. Cannulated diameter was checked by go/go test. Upper limit gauge is no passing. A lower limit gauge is passing. It is in compliance with specification. - shaft diameter ø2.2 mm was measured at 2.16mm. It is compliance with specification. - shaft diameterø3m was measured at 2.91 mm. It is compliance with specification. In conclusion, results of cannulated diameter and shaft diameter are in compliance with specifications. Conclusion given the description of the event and the observations made during the investigation and on returned products, the root cause of the incident cannot be determined. No anomaly was found during the manufacturing of product and on returned device.